Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-02131. New information notes the patient's implantable cardioverter defibrillator and right ventricular lead had additional post-paced t-wave oversensing.